Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal 14~lysis therapy. Per initial report, the home pt "is not sure if the initial drain was start before pt connected" their transfer set to the pt line fo the home choice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.